Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer found no issues with the station, stated that the customer removed all cubies and lids from each drawer, reconnected all rowboard cables and confirmed that the customer resolved the issue. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the pyxis medstation es system had multiple drawer failure. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.